Manufacturer narrative:
No button response due to corroded keypad traces. Analysis was unable to confirm unexpected restart alarms due to keypad anomaly. Moisture damage was noted on electronic assembly during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received an unexpected restart alarm. The customer reported that the buttons were unresponsive. The customer's blood glucose was 206 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer stated that they were unable to clear the alarm. The customer stated that they were unable to perform self test due to keypad anomaly. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.